Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical service dispatch due to low blood glucose on (B)(6) 2020 with unknown blood glucose. The customer's current blood glucose was 195 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by glucose packets. Customer was not using automode feature at the time of event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.